Manufacturer narrative:
(B)(4). Since a sample was not available for evaluation, a root cause of the confirmed reported condition could not be determined. This issue is being investigated through CAPA.

Event description:
A baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one clearlink system y-type blood set which broke off in a hickman catheter during use on a stem cell cancer patient. It was reported that the set was connected directly to the hub of a non baxter catheter. A patient reported to be in her early 40's had just received a stem cell transplant and when the transplant was finished, a nurse flushed the catheter with saline and then attempted to pull the IV tubing from the catheter. However, the tip of the set broke off and became wedged inside the catheter hub. The nurse then attempted to remove the broken piece but was not successful so the nurse covered the catheter with sterile gauze and tape. The procedure was stopped and the next day, the patient had to have the non baxter catheter replaced, which required another surgical procedure. Product surveillance contacted the facility and spoke with the supplier performance excellence engineer at the facility and he stated that the set was only attached to the catheter for a maximum of an hour and was infusing stem cells only. No further information was given at this time.

Manufacturer narrative:
(B)(4). The approximate date of occurance was an unknown date in (B)(6) 2013. The sample was not available for evaluation. However, photos were provided by the customer. Inspection of the photos confirmed a broken male luer. Because no actual sample was provided, no additional testing can be performed. A review of all batch record documents was performed for a potentially associated lot number with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted.